Event description:
New information was received that a revision procedure was completed approximately one month following the incident. X-ray analysis did not confirm any damage to the lead. During the procedure, the rv lead was disconnected from the device header, cleaned, and reconnected. All system diagnostics were reassessed without issue. A t-wave shock induction was performed twice, and terminated with a 31j delivery. The measured shock impedance value was within range. No adverse effects were reported.

Event description:
Boston scientific crm received information that this implantable defibrillation lead displayed rising shock impedance measurements (59-125 ohms) over the past four weeks. Currently, the shock impedance measurements remain stable at greater than 125 ohms. It was reported by the local field representative that this patient was hospitalized, and a revision procedure will be performed soon. More information will be provided at that time.

Manufacturer narrative:
At this time, this product remains implanted. If it is explanted and returned for analysis, or additional information becomes available, a final report will be submitted.